Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test could not be performed at the time of the phone call because a tubing clamp was not available. The customer was advised to call back after receiving the tubing clamp that was sent to her to run the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.